Event description:
It was reported that a few months after post-op, patient fell down and loosened glenoid baseplate. After fall, patient required left reverse shoulder revision surgery.

Manufacturer narrative:
The catalog number and lot code was not provided. The device was reported as an unknown reverse shoulder baseplate. It was noted that the device and additional medical records would not be provided for evaluation based on the hospital's policy. Not available.